Event description:
Sales rep reported quantity 2 of size 5.5mm anchors broke during surgery: one broke during insertion and one broke when surgeon attempted to back it out dur to a broken suture. Device fragments were retrieved and there is no reported injury to the patient. Procedure was completed with additional units of the device.

Event description:
Sales rep reported qty 2 of size 5.5mm anchors broke when surgeon attempted to insert them off-axis.

Manufacturer narrative:
B5: corrected event description.